Event description:
The customer contact reported "sparks" were noted coming from inside of the pump. The pump was delivering an unspecified IV solution while operating on battery power. The nurse reported that when the device was plugged into the ac power outlet, she "could smell something hot and then heard popping sounds from within the device and noted sparks coming out of the device." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse effects to the patient or clinician. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.